Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl at 2:39 pm. The customer stated that she treated with water and a bolus of 10.7 units. The customer's blood glucose level was 194 mg/dl at 6:30 pm and 242 mg/dl at 9:40 pm. The customer declined troubleshooting for the difference in sensor glucose and blood glucose readings and for the high blood glucose issue. The customer also reported a bent cannula. Customer was advised to change the sensor. The insulin pump will not be returned for analysis. However, the sensor will be returned for analysis.